Event description:
The customer reported getting a shock equipment malfunction message.

Manufacturer narrative:
The customer reported getting a shock equipment malfunction message. The unit was evaluated at philips. The symptom could not be duplicated; however, related therapy pca errors were noted in the dumplog. The therapy pca was replaced, and the device was returned to the customer after passing all testing.